Event description:
It was reported to philips that the system was given error message that disk was full and unable to capture images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It is reported to philips that the system was unable to capture images. The quote was cancelled by the customer and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes have been updated based on the investigation's outcome.